Event description:
Epidural catheter inserted by anesthesiologist for pain control during labor and delivery. Post delivery, when nurse removed tape to discontinue catheter, she noted that she met no resistance and that the catheter was sliding out. She then observed that the plastic casing was grayed. She immediately stopped, applied a sterile dressing and notified the anesthesiologist, who came in to assess the patient. A neurosurgery consult was called and lumbar and thoracic x-rays revealed a segmental disconnection and position of the distal aspect of a radipaque catheter projected over the central spinal canal at l-4, l-5 level. The neurosurgeon discussed the option of leaving the catheter alone, but the family requested surgical removal. The patient underwent surgical removal of fractured epidural catheter on (B)(6) 2011. The removed fragment was 14.2 cm long.